Event description:
It was reported that patient underwent right partial knee arthroplasty on (B)(6) 2007. Subsequently, the patient began to experience pain and a revision procedure was performed on (B)(6) 2011 to remove and replace the components with a total knee system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "persistent pain." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2011-00896 / 00898). (B)(4).

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(4), 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event. This report filed (B)(4), 2011.